Manufacturer narrative:
Use errors and proper use instructions are provided in the labeling for this device. A ¿warning¿ in the labeling of the m sets directs users to pay special attention to patients receiving ace inhibitors and instructs them to stop treatment immediately should patient reactions be noted as the result may be life threatening. Additional instruction regarding patients taking ace inhibitors is highlighted in the hypersensitivity portion of the instructions for use (IFU). A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient in acute renal failure was undergoing continuous renal replacement therapy (crrt) using a prismaflex m150 set. 1-2 minutes after connection to the set, the patient experienced significant hypotension. The blood in the circuit was returned to the patient and the patient received 1-2 units of packed red blood cells. The patient was then reconnected to another prismaflex m150 set, and the issue reoccurred. Blood was again returned and the patient received an unspecified bolus of medication to stabilize their blood pressure. After the event, different filter sets (type unspecified) were used and the patient did not experience any additional complications related to crrt. No further detail was provided regarding the patient¿s outcome from the event. Upon follow up with the patient¿s nephrologist, the nephrologist reported that the patient had been on ace inhibitors prior to the initiation of crrt and that this was the most likely cause of the events. No additional information is available.